Manufacturer narrative:
On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/29/2020-001-r. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported deflation problem is a product quality issue.h6 results code updated from 114 to 170; conclusions code updated from 67 to 23 h7 if remedial action initiated updated from none selected to notification.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The UDI is unknown because the part and lot numbers were not provided.

Event description:
It was reported that the procedure was performed to treat an unspecified chronic totally occluded lesion. Two unspecified 4mm nc trek balloon dilatation catheters (bdc) failed to deflate. Then, the patient was sent to open heart surgery. There was a clinically significant delay in the procedure. No additional information was provided.